Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A review of the pump black box revealed frequent low battery warnings and replace battery alarms. A short battery life was observed in the pump history. The pump electrical current draws were high. There was moisture observed in the display. A leak test revealed a leak at the display lens. The pump was opened and there was moisture found on the printed circuit board. A short battery life occurred due to moisture damage. Unrelated to the original complaint, the display appeared dim and discolored. (B)(4).